Event description:
This system was removed due to infection per trust study exit report. Also removed were: linox sd 65/16, MDR 1028232-2007-0096. Setrox s 53, MDR 1028232-2007-0097.

Manufacturer narrative:
This ICD was not returned for analysis. The analysis is therefore, based on the complaint description, indicating an infection after an implantation time of 4 months. The biotronik sterilization protocol from july 2006, confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.